Event description:
It was reported that the patient was complaining of a constant tingling/burning sensation around the vns generator. The patient's settings had not been changed since around (B)(6) 2010. The patient would not let the physician disable the device as he was having good efficacy with vns. During a later office visit, the physician disabled the device and the patient reported that the burning/tingling began to dissipate and resolved completely after a few minutes. When the device was turned back on, the sensations began again. No redness or swelling was present around generator. X-rays sent to the manufacturer for review and no anomalies were noted. The patient underwent generator replacement due to the tingling/burning sensation. During surgery, the lead was inspected and no anomalies were seen by surgeon. Further information from physician reveals that the patient had a grand mal seizure prior to report where he banged up his face, which may have contributed to event, but the timeline was unclear. Explanted product was returned to the manufacturer, but analysis is pending.